Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision at all distance. The iol was exchanged for another lens model 13 months following the initial implant procedure. The clinical reason for explant was visual axis and pupil axis not aligned. Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm. There are two medical device reports associated with this patient. This report is associated with the right eye.

Event description:
Additional information received and stated that as per the surgeons opinion, eye anatomy is contributed to the event.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).